Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib pad short" message. Biomed isolated the alleged malfunction to the multi-function cable. Complainant indicated that there was no pt involvement in the reported malfunction.